Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient was admitted to a hospital on (B)(6) 2014, due to abdominal pain and cloudy effluent. Peritonitis was ruled out with negative peritoneal effluent cultures drawn on (B)(6) 2014. The patient did not receive prophylactic antibiotics via intraperitoneal route during the admission. On an unknown date during the admission, the patient was diagnosed with a pseudomonas urinary tract infection, and was treated with an unknown dose and frequency of flagyl and levoquin via oral route. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. On an unknown date in (B)(6) 2014, the patient was discharged from the hospital. As of (B)(6) 2014, the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues, and the patient's complaint of abdominal pain, cloudy effluent, and urinary tract infection have resolved.